Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under left therapy pad, a bloody rash under right electrode and a boil on their back. Patient reports new diagnosis of shingles. There is no indication that the lifevest caused the shingles. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of lifevest due to the skin irritations. Outcome of the skin irritations is unknown.